Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a faradrive steerable sheath clear was selected for use. During preparation, it was discovered that the membrane was leaking air. The air entered the sheath when the farawave catheter was inserted into the faradrive sheath. No abnormalities were noted during the preparation or use of the sheath. Bubbles were observed in the flushing line, but no air was seen in the patient. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for analysis.

Event description:
During a pulse field ablation, a faradrive steerable sheath clear was selected for use. During preparation, it was discovered that the membrane was leaking air. The air entered the sheath when the farawave catheter was inserted into the faradrive sheath. No abnormalities were noted during the preparation or use of the sheath. Bubbles were observed in the flushing line, but no air was seen in the patient. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the interna valve.